Event description:
While attending the ot with dr. (B)(6) at (B)(6) hospital, the following reloads have been found and used in the cases. There were not less than 50 reloads/code. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Investigation summary: this is an analysis of a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60g, lot # t42g25, exp. Date: 2026-05-31. The t42g25 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standard. Based on the photos reviewed, the counterfeit product is confirmed.